Event description:
Per the clinic, the patient expereienced an infection at the receiver-stimulator, adjacent to the post auricular scar (date not reported). The patient was treated with antibiotics, however, the issue did not resolved. The device was explanted on (B)(6) 2022.